Event description:
A nurse reported that after implantation of an intraocular lens (iol), he noticed a white line on the side of the lens. As it did not affect the central optic he decided to leave it in the patients.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the lens in the eye. The photo is blurry. A "white line" cannot be discerned. The manufacturer internal reference number is: (B)(4).